Event description:
It was observed that during the device evaluation, the adhesive of the videoscope's objective lens bonding area had peeled off, and the curved rubber adhesive was missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.